Event description:
The customer¿s olympus sales representative reported there was a blurry image on the camera head during an unknown procedure. During inspection of the returned device, no image was displayed due to a kinked cable and cracked video connector. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. No image was displayed due to a kinked cable and cracked video connector. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the kinked cable and cracked video connector could not be identified. Olympus will continue to monitor field performance for this device.